Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that the infusion sets are adhering to her son. The cannula comes out of his body. Caller stated that customer has been hospitalized due to high blood glucose. Nothing further reported.